Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy occurred over 1 year prior to contacting lfs. On an unspecified date/time, the patient claimed she obtained an alleged high blood glucose reading of '12.0 mmol/l (216 mg/dl)' with the subject meter. The patient reported that she took an increased dose of oral medication (metformin, amount unknown) in response to the alleged reading and sometime afterward developed symptoms of feeling shaky and sweaty. The patient claimed at the onset of symptoms she tested her blood glucose and obtained a reading of '2.0 mmol/l (36mg/dl)'. The patient informed the csr that she treated herself with food and/or drink in response to symptoms and low reading. At the time of troubleshooting, the patient informed the csr that she got 'rid' of the subject meter and test strips. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.